Event description:
Medtronic received a report that the proximal part of the pipeline failed to open and a thrombus developed in the pipeline. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ica. The max diameter was 10.5 mm, and the neck diameter was 5.8 mm. The patient's vessel tortuosity was moderate. The landing zone was 3.7 mm distal and 4.4 mm proximal. Dual antiplatelet treatment was administered, and the pru level was 130. It was reported that distal pipeline was placed without incident. The proximal portion was slow and difficult to open. Once deployed, a j-shaped microwire and phenom 27 microcatheter were run through the device. The pipeline was not positioned in a bend and more than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was implanted, and full wall apposition was achieved. Angiographic results post procedure showed successful placement of the device, with the thrombus within the device and at the origin or the pcom which was not covered by the device. A bolus of integrilin was given based on the patient's weight, and the thrombus resolved. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pru was in an adequate range and the device was a shield. The only thing the physician and manufacture representative could think of was that while the proximal device was constrained during manipulation perhaps that reduced flow enough to induce a thrombotic event. The fellow and the physician both tried to open the proximal end for an extended period of time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.